Event description:
The complainant reported an adverse event involving the cosmetic filler restylane. At her first treatment, in 2006, a nurse practitioner administered 1 ml of the product by syringe (lot number 7923; expiration date 2009/02). Everything was ok. At the second treatment, in 2007, a 1 ml syringe was administered by a physician, (lot number and exp. Date not available). The complainant experienced lumps. The doctor diagnosed that the product was relocating into the complainant's lymphatic channels. The doctor said to massage the lumps, which eliminated them by the following month. The complainant received another 1 cc treatment on a month later. She experienced swelling so severe she had to take a week off from work. There were white lumps all around her lips. In early 2008, she revisited the doctor who indicated in a drawing 8 balls around her lips (product was "balling"). In an (approx seven months later) visit to the doctor, the doctor said there was nothing she could do. The complainant has five huge white lumps around her lips, which the doctor said indicated encapsulating tissue, possibly due to rejection. The complainant has seen two other physicians. One, is a plastic surgeon at scarboro general hospital; the other is a dermatologist who said he has never seen anything like this. They both told complainant to go back to the original doctor to see if the product used actually was restylane. The original doctor said that it was restylane. Dates of use: 2006 and 2007.